Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that downloader burned at the power connection and around the plastic on the back of the downloader. The customer also stated they smelled the burning and saw the melted plastic around the back of the downloader. Based on the information available at the time, there were no injuries associated with this event.

Event description:
Na

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 02/19/2013. A corrosive liquid had been spilled on the main pcb and the external ports of the downloader recharger. A buildup of oxidized metal from the resulting corrosion led to a short circuit within the power-out port, which overheated and burned.